Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: carto mapping system, lasso catheter. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 192 patients were enrolled for radiofrequency ablation for atrial fibrillation. Of them, 3 participants developed pseudoaneurysm. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "short-term influence of radiofrequency ablation on nt-probnp, mr-proanp, copeptin, and mr-proadm in patients with atrial fibrillation: data from the observational smurf study." The purpose of this study was to analyze these biomarker responses in relation to presenting rhythm and their response to radiofrequency ablation, and to investigate whether or not any cardiac production of these peptides could be found. The study was conducted between january 2012 and april 2014. Suspected device is thermocool ablation catheter, however catalog and lot number are unknown.